Manufacturer narrative:
The device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1924603 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 5f mynxgrip vascular closure device (vcd) ruptured. The procedure was completed using manual compression for 25-30 minutes. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The mynx vcd was prepped according to IFU. The procedure was a diagnostic peripheral procedure using a retrograde approach. The vessel type was arterial. The user was mynx certified. An unknown 5f sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The patient was hospitalized and recovered. Other procedural details were requested but unknown. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d10, g4, g7, h1, h2, h3, h6 and h10. As reported, the balloon of 5f mynxgrip vascular closure device (vcd) ruptured. The procedure was completed using manual compression for 25-30 minutes. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The mynx vcd was prepped according to IFU. The procedure was a diagnostic peripheral procedure using a retrograde approach. The vessel type was arterial. The user was mynx certified. An unknown 5f sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The patient was hospitalized and recovered. The patient was already a hospitalized patient prior to the procedure and the hospitalization was not related to the event. The patient recovered well. Other procedural details were requested but unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned. Per visual analysis, the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Per microscopic analysis, the source of the leak was a radial tear in the balloon, approximately 2 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f1924603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon, approximately 2 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event, as calcification is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of 5f mynxgrip vascular closure device (vcd) ruptured. The procedure was completed using manual compression for 25-30 minutes. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The mynx vcd was prepped according to IFU. The procedure was a diagnostic peripheral procedure using a retrograde approach. The vessel type was arterial. The user was mynx certified. An unknown 5f sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The patient was hospitalized and recovered. The patient was already a hospitalized patient prior to the procedure and the hospitalization was not related to the event. The patient recovered well. Other procedural details were requested but unknown.the device will be returned for analysis.